Event description:
The patient had a saluda medical evoke spinal cord stimulation (scs) system (evoke system) implanted on (B)(6) 2023 due to raynaud's syndrome of the hands and feet. A saluda representative was notified of a revision surgery to take place on (B)(6) 2023 due to the electrode placed in the neck slipped and stimulation was no longer possible. During the revision procedure, the evoke 12c percutaneous lead kit - 90cm, including the anchor, were removed and a new lead and anchor were implanted. Therapy is running without restrictions. The patient is doing well and is satisfied.

Event description:
The patient had a saluda medical evoke spinal cord stimulation (scs) system (evoke system) implanted (B)(6) 2023 due to raynaud's syndrome of the hands and feet. A company representative was notified a revision surgery to take place on (B)(6) 2023 due to the electrode placed in the neck slipped and stimulation no longer possible. During the revision procedure, the evoke 12c percutaneous lead kit - 90cm including the anchor were removed and a new lead and anchor were implanted. Therapy is running without restrictions. The patient is doing well and is very satisfied.